Manufacturer narrative:
(B)(6). Reporter occupation: supply coordinator. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a leak was discovered in the turbo-ject® double lumen over-the-wire power-injectable PICC of a pediatric patient. The leaking device was removed and replaced with a device from another manufacturer. This event was received with other events reported under patient identifiers: (B)(6). Additional information regarding patient and event details have been requested, but is unavailable at the time of this report.

Manufacturer narrative:
Additional information: d9, h3 - the complaint device was not made available for return. Investigation ¿ evaluation. It was reported that a leak was discovered in the turbo-ject double lumen over-the-wire power-injectable PICC of a pediatric patient. The patient was reported to be an active 6-year-old. The device was placed in their left basilic to be used for chemotherapy administration to treat aml (acute myeloid leukemia). It was also reported that a dual lumen cvc would be required for a bone marrow transplant, which was planned for the end of november. A stat lock was used to secure the device to the patient during use. A needleless connector was attached to the end of the lumen and a syringe was used to flush and check for blood return. The catheter was locked with 10 unit/ml heparin when not in use. It is not currently believed that an anti-tamper device was used with the catheter. No instrument was used to tighten or release the hub. The following medications/infusions were used with the device: clofarabine, d5ns, micafungin, ondansetron, hydrocortisone, heparin. The device was implanted on (B)(6) 2020 and found to be leaking on (B)(6) 2020 as the nurse was doing a routine saline flush followed by heparinizing the line with low dose heparin. As the nurse went to flush the line, no blood return was able to be accessed. Air bubbles were noticed in the line, so it was clamped and assessed by the charge nurse. They tried again to obtain blood return, but found that they were only pulling out air bubbles. The nurse was unable to identify where the break in the line was, so the catheter was cleaned and clamped before the length of the purple lumen was wrapped with an occlusive dressing. Consequently, the device was removed and replaced with a competitor's device the following day. A review of the complaint history, instructions for use (IFU), and quality control of the device was conducted during the investigation. The device was not returned for evaluation. A document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the risks associated with the devices are acceptable when weighed against the benefits. A review of the device history record could not be carried out as the lot number of the complaint device is unknown. A search for additional complaints on this device lot could not be carried out due to a lack of lot information. It should be noted the customer reported multiple other complaints for the same product family at the same time, which were attributed to the failure mode of the extension tube partially or fully separates, fractures, splits, or ruptures at the joint with the hub. It is possible the leak could have been at the same location. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: "warnings: the safe and effective use of turbo-ject PICC lines with power injector pressure set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. Precautions: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter maintenance: if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Note: if microclave or other needless adapters approved for saline only lock are used, saline only catheter lock may be used. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should be again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock. Strict aseptic technique must be adhered to while using and maintaining catheter. Instructions for use: 10.....secure the catheter to the skin, dress in the standard fashion". Based on the information provided, no product return, and the results of the investigation, a definitive cause for failure was not established. Cook is unable to rule out patient activity, inadvertent tension placed on the device, and manufacturing as a cause of the event. Appropriate measures have been taken to address this failure mode. A CAPA is currently open to address this failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D11 - concomitant products: therapy date - (B)(6) 2020, concomitant product - ICU medical microclave clear neutral connector, mc100. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient, device, and event was received on 01dec2020. The patient was reported to be an active 6-year-old. The device was placed in their left basilic to be used for chemotherapy administration to treat aml (acute myeloid leukemia). It was also reported that a dual lumen cvc would be required for a bone marrow transplant, which was planned for the end of november. The device was implanted on (B)(6) 2020 and found to be leaking on (B)(6) 2020 as the nurse was doing a routine saline flush followed by heparinizing the line with low dose heparin. As the nurse went to flush the line, no blood return was able to be accessed. Air bubbles were noticed in the line, so it was clamped and assessed by the charge nurse. They tried again to obtain blood return, but found that they were only pulling out air bubbles. The nurse was unable to identify where the break in the line was, so the catheter was cleaned and clamped before the length of the purple lumen was wrapped with an occlusive dressing. Consequently, the device was removed and replaced the following day. A stat lock was used to secure the device to the patient during use. A needleless connector was attached to the end of the lumen and a syringe was used to flush and check for blood return. The catheter was locked with 10 unit/ml heparin when not in use. It is not currently believed that an anti-tamper device was used with the catheter. No instrument was used to tighten or release the hub. The following medications/infusions were used with the device: clofarabine, d5ns, micafungin, ondansetron, hydrocortisone, heparin.